Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed and had a blank display at power on. The inability to make changes to the patient settings may be detrimental to the patient. No patient involvement reported.